Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, patient experienced allergic reaction with the symptoms of itchiness of gums, tongue and lips that have started since the patient began wearing the aligners. Patient was advised by doctor to discontinue wearing the aligners. Aligner treatment stopped.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.